Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. Customer declined troubleshooting with tandem technical support to resolve the issue. Customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.